Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that received incident is one of several registered in getinge complaint handling systems during last 5 years for issues where unexpected steam leak from parts available for the customer occurred. All of them were decided to be reportable to competent authorities based on the potential, in none a serious injury or worse occurred. On 10th january, 2020 getinge became aware of an issue with one of the washer disinfectors ¿ 9027. The unit was manufactured on 10th september, 2010 and installed on 10th march, 2011. The information collected to date and as a result of the performed investigation allowed us to establish that a a03 slow drain alarm was displayed, which is to warn the user about the abnormalities during the cycle. However, the technician could not find any device malfunction. The device manual is instructing the operator which actions should be performed to correct the error and those do not require an opening of the door. In summary, the most likely root cause of situation occurrence is related to activities performed by customer, which were not in line with steps given as part of the IFU. When the alarm occurred, the qualified personnel should follow the instruction which does not require opening of the door, thus even if the steam is cumulated in the chamber, there would be no chance for the external leak and, consequently, triggering a fire alarm. When the event occurred, the device likely did not meet its specification since hot steam leaked out and it contributed to event. However no malfunction was found on the device. Upon the event occurrence the device was not being used for patient treatment. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Manufacturer narrative:
The issue will be investigated by the manufacturing site. Device not returned to the manufacture.

Event description:
On 10th january, 2020 getinge became aware of an issue with one of the washer-disinfectors ¿ 9027. As it was stated, the door was opened after unit aborted the cycle due to the ¿high drain temp¿ alarm. The hot vapor leaked through the opened door setting off the fire alarm. There was no injury reported, however we decided to report the issue in abundance of caution.